Manufacturer narrative:
A philips technical consultant (tc) went onsite to pull the audit logs and test the philips equipment. The tc generated alarms on the telemetry device and found that the alarms were generated on the pic ix correctly and that there were no audio issues present. The audit logs were reviewed by a clinical product specialist (cps). The audit logs show that a critical brady alarm was generated at 23:49 on (B)(6). The brady alarm was then terminated as the event escalated to an asystole and apnea alarm at 00:52. These alarms were then active from 00:52 to 03:05 (B)(6) 2022 which is when the leads came off of the patient. There was no malfunction of the philips device. The audit logs display that the system alarmed for hours for a bradycardia event followed by an asystole event. The tc also ensured that the systems audio was functional therefor there were likely no audio issues that could have impacted the event.

Event description:
The customer reported that the patient information center ix (pic ix) did not issue the correct alarm to alert the department of the patients status.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. A patient death was involved.